Event description:
The customer reported to baxter (B)(4) of a eurovialmate in which the vialmate was loose. The event occurred before use during pharmaceutical production. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was available for evaluation. Visual inspection revealed that the sample was unlocked. The vialmate was dismantled for further inspection. During examination of the vialmate it was noticed that the vialmate locking system was loose. Since the vialmate returned was already unlocked, the unlocking force could not be tested. The reported condition was confirmed. Root cause of the pre-activated/unlocked vialmate is a combination of the following: elongated profile of base notches (notches at top of white base) making them weak and more prone to damage and minimal interference between base notches and piston ribs, which in turn results in low unlocking/locking forces. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.